Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the patient. A lot history review (lhr) of rear1349 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient underwent PICC line placement on (B)(6) 2016 (x 3 attempts) with removal on (B)(6) 2016. It was stated that patient had outpatient imaging on (B)(6) 2016, with suspected PICC line catheter fragment identified on x-ray (located in the right lower lobe pulmonary arterial branch). Patient had attempted removal of the foreign body on (B)(6) 2016 and only a partial fragment could be removed. A third-party analysis reportedly identified the fragment removed as a section of the vessel dilator from the microintroducer system, and the fragment remaining in the patient was suspected to be a section of the cannula (sheath) and not a segment of the actual catheter.